Event description:
It was reported that the patient visited the hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and the pump was replaced due to the pump connecting tube had a crack, causing fluid leak. The cause of the tube crack has not been identified in the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported tube crack was confirmed, analysis of the device identified a hole in the tubing. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. There was a hole in the pump strain relief kink resistant tubing (krt) cylinder junction attributed to fatigue; leak was present. Under microscope it was observed that the krt was worn to the filament. The damage tubing was removed. The pump was functionally tested and performed within specification. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital two weeks before surgery due to his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and the pump was replaced due to the pump connecting tube had a crack, causing fluid leak. The cause of the tube crack has not been identified in the hospital. The patient had a stable outcome.